Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, the patient reported the check button on the infusion device does not function correctly. He inserted a new battery during the troubleshooting call, and the button is now responding. The button is raised and produces an audible sound when pressed. The infusion device was not dropped on a hard surface. He believes this concern was caused by a defective button and not due to the battery. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.